Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a placement procedure performed under local anesthesia with sedation on (B)(6) 2022. After the spaceoar placement procedure, the magnetic resonance imaging (MRI) showed a minor leak into the patient's rectum. It was reported that the hydrogel appeared to have migrated from its initial position. It is estimated that about 5 percent of the hydrogel leaked into the patient's rectum. No patient complications were reported as result of this event. The patient received planned brachytherapy radiation treatment.